Event description:
Procedure: reversal of a hartmann's. According to the reporter: excessive bleeding from the staple line where the (B)(4) was used to divide the colon during a reversal of a hartmann's procedure. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).